Event description:
The pt experienced a loss of stimulation therapy. Group impedances revealed that all electrodes had impedances greater than 3600 ohms. Only one electrode had a current lower than 0.065 microamperes. The lead may have been damaged due to overstretching/overtwisting or a fall. No pt identifiers or other clinical data was provided. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.